Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intermittent t-wave oversensing (twos) from the right ventricular (rv) lead was observed. The clinician requested reprogramming options to eliminate the twos. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Further information was obtained, which indicated the rv lead was reprogrammed to resolve the twos. In addition, it was added multiple sensing integrity counter (sic) was observed, which may have been the result of intermittent twos or the premature ventricular contractions (pvc) burden. The rv lead remains in use. No patient complications have been reported as a result of this event.